Event description:
The hcp reported that the pt was experiencing intermittent episodes of overdose symptoms including altered mental status and lethargy. The hcp reported volume discrepancies at last 2 refills of 2.5cc and 4ccs. The pt has expressed concern about receiving too much medication. The pt has been prescribed "many oral medications" and there was concern that the pt may have been accessing the pump. Dilaudid was in the drug pump. The pump was explanted, replaced; the pt has recovered without sequela.